Manufacturer narrative:
Additional/ information: d3, g1. H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 126383 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 126383 showed that the complaint rate is (B)(4) for both. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 126383 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 126383 showed that the complaint rate is (B)(4) for both. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false positive test results with the binaxnow covid-19 ag test. The customer reported positive results on a nasal swab used to collect sample from both nostrils with the binaxnow covid-19 ag test performed (B)(6) 2021 at 0730. Six drops were added to test card. The sample swab was immediately inserted and rotated clockwise three times. Fifteen minutes later, the test results were read. The patient was asked to blow their nose and a new sample was collected. Repeat testing was performed at 0745 and again at 0810 and both provided negative results. The patient uses mupirocin ointment 2%, and the customer tested an unused package of mupirocin three times, at 0845, 0900, and 1100, with the binaxnow covid-19 ag test. The results were all positive. Confirmation testing on oral sample collected (B)(6) 2021with pcr provided negative results. The customer confirmed there was no death or serious injury based on the binaxnow covid-19 ag test results. The patient was placed in isolation while waiting for confirmation test results. The patient was not symptomatic at the time of testing and did not receive any medical treatments based on the binaxnow covid-19 ag test results. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Inadequate or inappropriate sample collection, storage, and transport may yield false test results. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.